Event description:
The company was notified that the patient's device had reportedly been explanted due to performance deterioration. The patient was explanted and reimplanted with another advanced bionics cochlear implant.